Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that weak backflow of blood with the angio-seal device. When the physician inserted the locator/insertion sheath assembly into the artery, backflow of blood from the drip hole was slow and weak. The device was not used, and another angio-seal device was used to continue the procedure. This time, backflow of blood was normal, and the physician successfully completed hemostasis with the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm. The patient has peripheral vascular disease. There was no health damage for the patient. The blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was received for product evaluation. The sheath was returned mated with the locator. No other accessory components were returned. Visual inspection revealed that the locator was properly mated with the hemostasis sheath. The alignment of the blood inlet holes was checked. The drip hole was checked for flash or other obstructions and none were found. There were no outward signs of damage or deformation. No other visual anomalies were noted. Dimensional testing was performed and, the inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.057" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.039" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within manufacturer specifications. The locator/ sheath assembly was flushed with water and the normal water flow was confirmed. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that the position within the artery was lost or the locator/sheath assembly was not fully inserted into the artery. However, the exact cause of the reported event cannot be definitively determined based on the available information.